Manufacturer narrative:
A service engineer (se) inspected the device and replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb) and reloaded the software to resolve the reported issue. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator graphical user interface (gui) central processing unit (cpu) was replaced for an unknown issue. During the software update of the replaced gui cpu, the ventilator would not go into service mode and the graphical user interface (gui) alarm was found to not work. The alarm issue was noted to be an out of box failure. The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
Device evaluation summary: the graphical user interface (gui) printed circuit board (pcb) xena ii was returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The part was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator passed the power on self test (post) and no errors were recorded in the diagnostic logs. During the extended self test (est) the ventilator did not pass the gui alarm test. The fault was isolated to component reference designator u12. If information is provided in the future, a supplemental report will be issued.